Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 600 mg/dl to "high" on the continuous blood glucose monitor, with high levels of ketones identified as life threatening by a healthcare provider. Cause for high bg was unknown. Customer delivered a correction bolus via the pump to address bg. Additionally, bg was treated with intravenous saline at the healthcare provider's office. Recommendation was made to consult with a healthcare provider regarding diabetes management.